Manufacturer narrative:
Engineering eval of the returned devices noted that the size and location of worn areas is consistent with the expected wear of the device when disassociated from the humeral tray. The mushroom on the underside of the device appears to be asymmetrically deformed suggesting the humeral liner mushroom was not fully locked into the tray. The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
Patient underwent a reverse total shoulder arthroplasty on (B)(6) 2007. Patient had great results for the duration of implantation until he heard a ¿pop¿10-14 days prior to revision. The liner had disassociated from the adapter tray.